Event description:
The consumer reported via a manufacturer representative (rep) that she was experiencing pressure on her sciatic nerve which resulted in a shocking sensation down her left posterior leg. It was noted that the patient was very thin, so the battery was placed over her left sciatic area. For diagnostics and troubleshooting, the rep tried to reprogram the implantable neurostimulator (ins) and checked impedances. The issue was not resolved at the time of the report but surgical intervention would be scheduled. Follow-up is not required at this time and there is no further information related to this event. The indication for use for the implanted device was noted as non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.